Event description:
It was reported by the rep the device was used during laparoscopic appendectomy. It was reported the device would not close. Another device was opened and the case was completed. There was no consequence to the pt.